Event description:
The customer's wife stated that the customer was hospitalized twice due to hyperglycemia. The customer's wife stated that on the first event the customer's blood glucose reading was over 600 mg/dl and on the second event it was over 800 mg/dl. The customer's wife also stated that the customer had a slight heart attack at the time of the second event. The customer has been using a backup method to treat his diabetes since the second event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.